Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, one opening curved on the anterior, yellow particles on the shell and broken on the plug strap. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and broken sharp on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: one striated opening on the anterior assessed as surgical damage consistent in the use of some surgical tool. A sharp broken on the plug strap assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.